Manufacturer narrative:
Patient information was unavailable from the site. The device on which this issue occurred is not approved for marketing in the us. The 510k provided is for the similar device that is approved for marketing in the us. No parts were evaluated by the manufacturer as the spheres were discarded by the site. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the spheres were not being tracked. The site attempted to polish and tighten the spheres without resolve. The site then replaced the spheres which resolved the issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.